Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9, laboratory inr: 4.x (exact value unk), therapeutic range: 2.0 - 3.0. Reportedly, the customer used microsafe tubes. The time between testing was half an hr. The pt's coumadin/warfarin was withheld for three (3) days, until the inr was in therapeutic range, and the regular coumadin/warfarin dosage was to begin shortly after. There was no add'l info provided.